Manufacturer narrative:
The evaluation conclusion was not yet available. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a creo preferred screw head was found to be loose with subsequent rod slippage post operatively.